Manufacturer narrative:
Pt code: filter left in patient is not labeled. Device code: unable to remove filter is not labeled. The event is currently under investigation.

Event description:
It is alleged that on (B)(6) 2005, the patient was admitted to user facility due to deep vein thrombosis. There, it was determined that an ivc filter would be implanted and the gunther-tulip filter was inserted into patient. There were no complications at that time. The patient began experiencing severe chest pain and shortness of breath shortly after the implant of the filter. On (B)(6)2006, there was an attempt to remove the ivc filter but it could not be removed due to such a high risk of death during the procedure because of the presence of a clot within the filter.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on (B)(6) 2016 as follows: plaintiff allegedly received an implant on (B)(6) 2005 via the right femoral vein due to dvt. Plaintiff is alleging migration, fracture, bleeding, pain, ptsd, swollen leg, and a painful, discolored foot. Patient alleges unsuccessful attempted retrieval on (B)(6) 2006.

Manufacturer narrative:
(B)(4). Investigation: investigation evaluation is based on event description solely, since no device, imaging, or medical records have been available to support the investigation. Without clinical imaging and medical records it is impossible to comment on the alleged severe chest pain and shortness of breath, which patient experienced shortly after filter implant and the unsuccessful removal due to "such a high risk of death during the procedure because of the presence of a clot within the filter" after proxy. 15 months. Chest pain and shortness of breath is known as symptoms of pulmonary embolism. Based on the limited information provided, it remains unknown if the filter performance was related to this occurrence and therefore the exact root cause is unknown. However, it is described in the published scientific literature that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. A reference is made to the instructions for use: in potential adverse events are mentioned: damage to the vena cava. Pulmonary embolism. Filter embolization. Vena cava perforation. Vena cava occlusion or thrombosis. Hematoma at vascular access site. Hemorrhage. Infection at vascular access site. Death. Based on the above, the exact root cause for alleged severe chest pain and shortness of breath shortly after filter implant cannot be determined. We will continue to monitor for similar complaints.

Event description:
It is alleged that on (B)(6) 2005, the patient was admitted to user facility due to deep vein thrombosis. There it was determined that an ivc filter would be implanted and the gunther-tulip filter was inserted into patient. There were no complications at that time. The patient began experiencing severe chest pain and shortness of breath shortly after the implant of the filter. On (B)(6) 2006, there was an attempt to remove the ivc filter but it could not be removed due to such a high risk of death during the procedure because of the presence of a clot within the filter.

Manufacturer narrative:
Correction(s): from adverse event to adverse event and product problem. Patient alleges unsuccessful attempted retrieval on (B)(6) 2006. Additional information: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating, "tulip, migration; fracture; diff retrieve; pain; swollen leg; discolored foot, occlusion ivc, diff breathing." Cook will reopen its investigation if further information is received. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
Patient alleges unsuccessful attempted retrieval on (B)(6) 2006.